Event description:
Md repaired acl lt knee using 2 screws guided by the guide wires packaged with them. The wires were removed, surgery ended. Post-op x-rays revealed pressure of broken piece of guide wire in pt's knee. Pt was returned to the or for removal of wire.